Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump is malfunctioning. Customer reported that the insulin pump is giving her a double bolus. Customer blood glucose level was 321 mg/dl. Customer reported that the pump alarmed displayable history crc check failed on startup. Customer stated that her blood glucose was 119 mg/dl, however, her doctor wants it between 150-170 mg/dl. Customer declined to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not being replaced.